Manufacturer narrative:
Device repairs for implementaton of field change order (B)(4).

Event description:
The customer reported that the surveillance was not allowing admission or discharging of patients. There was no patient incident.